Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown if patient was involved. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part#: 03.010.061 / lot#: 9406429. Manufacturing location: (B)(6). Manufacturing date: may 27, 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the drill bit did not drill appropriately. There is no information available about patient and surgical outcome. No delay of the surgery was reported. Surgery name: tfn (titanium trochanteric fixation nail system) proximal femoral nail. The surgery was completed by an same like product. No patient harm reported. The procedure was completed successfully. During inspection of the drill bit, it was noticed that the drill bit was not manufactured appropriately. This complaint involves 1 part. Concomitant part: tfn proximal femoral nail (part# unknown / lot# unknown / quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation has shown that the spiral groove of the drill bit is distorted on the front part of the cutting portion and that the cutting edges are quite blunt. The review of the production histories revealed that this instrument was manufactured in may 2015 according to the specifications. All parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The material of the drill bit is in compliance with the international standards for instruments made of stainless steel (440a). The hardness was measured at the time of manufacturing and was found to be good. No manufacturing related issues that would have contributed to this complaint were found. Based on these findings we conclude that the damage occurred post-manufacturing. The complaint is determined not to be a result of a detected product deficiency, damage appears to be the result of a mechanical overload, most likely the drill bit seized during drilling and the subsequent torsional forces led to the damage of the spiral groove. No product related issues identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Changed patient code to closely match report. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Returned to manufacturer. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.